Manufacturer narrative:
The company representative evaluated the system. Corrections included replacement of the system's power switch.

Event description:
The customer reported the panorama central station had loss of telemetry monitoring at or about the same time as a in-house generator test. No patient injury was reported.